Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.99 volts. A boston scientific crm technical services (ts) consultant recommended not using the device, but requested that the product be returned for analysis.